Event description:
A malfunction alarm identified as malf 12 was reported, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl. The customer reset the pump independently before contacting support, and while the specific fault ID couldn't be confirmed, the malfunction code was verified. The customer expressed a desire for a replacement if the issue were to reoccur in the future, due to a similar past incident.